Event description:
It was reported that powerglide pro rt midline catheter was sheared off during an insertion attempt during training. 5.5cm of catheter was left within the patient¿s arm. Md notified x-ray performed identified catheter in tissues, not vascular, general surgery consulted for removal. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed; however, the root cause could not be determined. Three photographs of a powerglide pro were returned for evaluation. An initial visual observation of the photographs showed the device with the catheter detached and the needle safety was activated. The core wire of the guidewire was broken and a portion of the coil wire was unraveled. The weld tip of the guidewire appears to be intact. Use residue was observed on the sample in the returned photographs. In the returned photographs, the catheter length was held up against an orange paper ruler. The catheter was observed to be approximately 2.5 cm. The break site of the catheter was observed to be at an angle. No other details of the damage could be discerned in the returned photographs. Catheter and guidewire damage were evident in the submitted photograph; however, inspection of the photograph was insufficient to identify the cause of the damage. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that powerglide pro rt midline catheter was sheared off during an insertion attempt during training. 5.5cm of catheter was left within the patient¿s arm. Md notified x-ray performed identified catheter in tissues, not vascular, general surgery consulted for removal. No other information was provided.